Event description:
It was reported that during an acl surgery the 4.5 cannulated drill was being used over a 2.4 pin , once the 4.5 drill touch the bone (inside of the femoral notch) it flared and broke off. No patient injuries or significant delay reported. Back-up device was used to complete the surgery with no further issues. All the broken pieces were removed from the patient's anatomy.

Manufacturer narrative:
H10 h3, h6: one sterile 4.5mm cannulated endoscopic drill bit used for treatment, was not returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The complaint stated: ¿it was reported that during an acl surgery the 4.5 cannulated drill was being used over a 2.4 pin , once the 4.5 drill touch the bone (inside of the femoral notch) it flared and broke off¿. Product manufacturing documentation shows that the complaint devices met specifications upon release to distribution.

Event description:
It was reported that during an acl surgery the 4.5 cannulated drill was being used over a 2.4 pin , once the 4.5 drill touch the bone (inside of the femoral notch) it flared and broke off. No patient injuries or significant delay reported. Back-up device was used to complete the surgery with no further issues. All the broken pieces were removed from the patient's anatomy.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.